Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues on (B)(6) 2026. The patient stated that the infusion set fell off which leads to high blood glucose levels and got treated with insulin pump.